Manufacturer narrative:
(B)(4). Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned dry, in a specimen cup, clear surgical residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2,-15.5 diopter, implantable collamer lens was removed from the patients left eye (os) because it was too big. The lens was later exchanged (different surgery) for a smaller lens and the problem was resolved.

Manufacturer narrative:
Additional information was received. The reporter stated the lens was implanted into the patients left eye (os) on (B)(6) 2018, removed on (B)(6) 2018 and exchanged intraoperative for a shorter and different diopter lens due to excessive vault and significant reduction of irido-corneal angles. This exchange did not resolve the problem. Note: see od report issue was the same with os. Exchange allowed to fix the refractive error, and improve vault error, but excess vault remains. It was reported that the patient is doing well, cornea is clear and iop low, will observe. (B)(4).

Manufacturer narrative:
Corrected: returned to manufacturer corrected to 03-jul-2018. (B)(4). Work order search: one similar type event was reported for units within the same lot. Claim# (B)(4).